Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse during use. The device was filled with 2016 mg of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured february 17, 2015 to february 18, 2015 . The device was received for evaluation. Visual inspection showed no signs of blockage or physical abnormality. A functional test was performed and evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the solution in the bladder was completely empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.